Manufacturer narrative:
Continuation of d10: product ID: afr-00012 product type: sphere 360 catheter product ID: afr-00012 product type: sphere 360 catheter product ID: non-medtronic product product type: catheter product ID: non-medtronic product product type: guidewire medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an index cardiac ablation procedure using the sphere-360 catheter and the affera integrated mapping system (ims), a system communication issue occurred in which the catheter appeared disc-shaped on the mapping system but appeared linear on fluoroscopy, and catheter movement was not reflected on the mapping system. The issue could not be resolved, and a new catheter was used for the power-on self-test mapping following pulmonary vein isolation. Magnetic resonance imaging showed a tiny acute infarct in the right parietal cortex measuring 1¿2 mm. The patient was asymptomatic with no deficits and no issues with daily activities. No hospitalization and no treatment were reported. The patient recovered/resolved. The case was completed. No further patient complications have been reported as a result of this event.